Manufacturer narrative:
It is now reported that the patient was administered antibiotics (type and date not reported). This report is filed on december 20, 2018.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced an infection at the abutment site, resulting in the decision to remove the abutment. It was also reported that the patient underwent wound revision on (B)(6) 2016.